Manufacturer narrative:
Manufacturer's analysis was unable to confirm the customer comment that the programmer would keep rebooting. It was confirmed that the programmer had sluggish performance. It was also indicated that the keyboard and upper case were damaged. These parts were replaced and the programmer passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was slow to print and kept rebooting. The programmer was returned. No patient complications have been reported as a result of this event.